Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: b4, b5, g4, g7, h1, h2, h3, h6, h10 reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01303 . Concomitant medical products: 00875704801, shell with cluster holes porous 48 mm, ln 61460734, 00877003201, msul head 32 12/14 sz s/-3.5 /-3.5, ln2555969, 00877000832, metasul taper liner gg/32, ln 2513782. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient experienced groin pain approximately 7 years post implantation. No medical intervention has been reported to date. Attempts have been made and additional information on the reported event is unavailable.